Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair surgery on (B)(6) 2022, it was observed that the tip on the expressew iii needle device was broken off while using for the fourth time. Another like device was used to complete the procedure with less than 30-minute surgical delay. It was reported that the patient was x-rayed that confirmed that no fragment had been left in the lesion. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
UDI: (B)(4). The expiration is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device has been received and evaluated. Upon visual inspection, it was observed that the tip of the needle is broken. Given that lot number provided is not valid, the manufacturing record evaluation (mre) review cannot be performed. If the correct lot number becomes available, the mre review will be performed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications according with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to repeatedly passing the needle through excess tissue; any usage beyond this would cause the needle to fatigue and then break. Also, it could be related when deploying the needle with the jaws open, which can lead to a broken needle, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.